Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: please provide more details: was device stuck on tissue when it would not open? If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? How was the device removed from the tissue/vessel it was on? "Per the original complaint, it is stated that while the device is being prepared . . .prior to using an er320, the handle of the device must be squeezed to advance a clip into the jaws of the device. This is when the malfunction occurred. The handle was squeezed and would not move forward to the original position prior to squeezing. There was no patient. There was no tissue. This was while preparing the device for use on a patient by the scrub tech." An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while preparing for a laparoscopic cholecystectomy, the surgical technician squeezed the handle of the er320 to advance a clip into the jaws. After squeezing the handle, it would not return to the original position and could not be moved by pulling on the firing handle. A new device was opened, prepared and used with no problems. No patient consequence.